Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms or frozen screens were noted. No traces of moisture were noted at the electronic or motor assemblies per visual inspection. The unit passed the displacement test and self test; no unexpected restart alarms occurred. The unit was received with its operating currents within specification. The pump alarmed with motor error during the basic occlusion test due to a loose/tilted drive support disk. The prime, excessive no delivery, and occlusion tests were unable to be performed due to the motor error alarms. The following cosmetic damage was also noted: cracked case at the display window corners, display window, and reservoir tube lip, along with minor scratches to the lcd window and a missing end cap sticker. (B)(4)

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error during a bolus attempt; she could not get her carbs number to scroll up and the screen appeared frozen. The patient's blood glucose at the time of incident was 325 mg/dl. The customer stated that she had to go to the hospital after this event, and she was not sure if the hospitalization was due to her high blood glucose or if it was something she ate. She wore the pump at the time of hospitalization, and removed it throughout her stay. Troubleshooting was initiated for the button error alarm. The customer recalled that she had the pump in a bag and when she removed the pump there seemed to be moisture in bag. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.